Manufacturer narrative:
Correcting lot # from 20018631 to unk. This is a follow up report for this corrected information. Device received for this event is being corrected from ank c/x impl a11/d3.5/l11 catalog # 17-0544 to ank impl a11 d3,5 mm/l11 mm catalog # 31010210. This is a follow up report for this corrected information.

Manufacturer narrative:
Therefore, because a serious injury resulted. This event is reportable, per 21 cfr part 803. The device was not evaluated, because the issue is a known inherent risk of the device. We will continue to track and monitor the trend. See gsop 10, section 8.2.1.

Event description:
It was reported, that a patient experienced a dental implant loss.